Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Would not allow green probe to capture an accurate reading with saw attachment. Found one of three screw heads missing from inside locking mechanism of mics hand-piece. Removed broken mics, put non broken mics onto robotic arm, was able complete the case accurately and successfully. Surgical delay? Yes - 15 minutes. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that would not allow green probe to capture an accurate reading with saw attachment. Found one of three screw heads missing from inside locking mechanism of mics hand-piece. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k09q6 and all were accepted into final stock on 6/22/17.no non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, prodex lot k09q6 shows 05 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event.

Event description:
Would not allow green probe to capture an accurate reading with saw attachment. Found one of three screw heads missing from inside locking mechanism of mics hand-piece. Removed broken mics, put non broken mics onto robotic arm, was able complete the case accurately and successfully. Surgical delay yes - =15 minutes. Case type: tka.